Manufacturer narrative:
(B)(4). The device was not returned for investigation. Per sample pictures received, the punch show signs of use, the punch has blood stains at the body, handle, tip and blade. At first sight, the tip does not show a jammed condition with the blade therefore the failure mode reported cannot be confirmed with the sample pictures. No issues or discrepancies were found in the device history record of product code mdp-44k / batch 74f1703312 that can be related to the failure mode reported in the customer complaint. Since the physical sample is not available for analysis and the sample pictures are not enough evidence to confirm the failure mode, the customer complaint is not confirmed. Currently a corrective action cannot be determined since per sample pictures the tip is not showing a jammed condition with the blade therefore the failure mode reported cannot be confirmed. If the physical sample becomes available in the future a deeper analysis will be performed to determine a corrective action.

Event description:
It was reported that the punch jammed when activated in the aorta and it was difficult to release. There was no effect to the patient.